Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, the doctor indicated the tubing length of the new 24cm pre-connect cylinder set that he implanted this week was too long so he had to cut and reconnect to customize to the patient.